Manufacturer narrative:
Manufacturer narrative: significant glare and/or halos, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced glare/haloes. It was reported that the patient found these symptoms increasingly distressing, contributing to low mood/possible depression and felt removing the icl would make him better. The lens was explanted and the problem was resolved. The cause of the event was reported as a patient related factor.